Event description:
Consumer reports toothbrush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The head was made at the following location. (B)(4). The handle and charger were made at the following location. (B)(4).

Manufacturer narrative:
Additional information:lot number:head- 93081c,handle-dd0058l1,base-dd0057l1.additional information:the head was manufactured on november 4, 2009.the handle was manufactured on february 27, 2010.the base was manufactured on february 26, 2010.(B)(4).